Event description:
It was reported, that there was a lvp faulty keypad. Resulting in the device not turning on. There was no patient harm. The issue was noted, before patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed, based on the field action. The root cause has been determined, to be an electrical failure design. Device history record (DHR) reviews are not required for field action complaints, because the root cause of the issue is known. H3 other text: no product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a lvp faulty keypad resulting in the device not turning on. There was no patient harm. The issue was noted before patient use.